Manufacturer narrative:
The technician found the communication cable was not plugged in. The technician reconnected the communication cable to resolve the issue.

Event description:
The technician alleged the bed no nurse call function. No patient impact.